Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled away from the cold jaw support. Tissue and char buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and detached at the tip. The wire remained at the base of the jaws. Based on the returned condition of the device, the reported complaint was confirmed for the reported failure "heater wire- bent/ detached" and the analyzed failure mode "peeled silicon" specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cutting blade separated from one of the jaws and did not work anymore while ligating branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) stated while ligating branches, the hemopro cutting blade separated from one of the jaws and did not work anymore. Nurse opened another kit and case continued as normal.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cutting blade separated from one of the jaws and did not work anymore while ligating branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) stated while ligating branches the hemopro cutting blade separated from one of the jaws and did not work anymore. Nurse opened another kit and case continued as normal.